Event description:
Info received indicated that the foot hi/lo was drifting down. No injuries alleged.

Manufacturer narrative:
Technician found the bed in storage area. Foot hi/lo drifting down. Cleaned valve and checked for damage. Reinstalled valve to resolve this issue.